Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of peritonitis with culture positive for (B)(6) and handler's technique (use error) in a (B)(6) female patient, coincident with dianeal pd2 1.5% dextrose therapy. On (B)(6) 2010, the patient began dianeal pd2 therapy, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was not reported whether dianeal therapy was ongoing. On an unreported date, an error in handler's technique occurred. On (B)(6) 2012, the patient experienced peritonitis bacterial manifested as abdominal pain and was hospitalized. The cause of the peritonitis was reported to be the handler's technique. On an unreported date, the patient began treatment with vancomycin (dose and route unknown). The patient status is unknown.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The problem was confirmed related to use error - breach in aseptic technique, however, the assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.the product code and lot number are unknown; therefore, a 510k number cannot be provided.